Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Further information has been requested in order to complete the investigation. A supplemental will be submitted on completion of the investigation.

Event description:
It was reported that the patient will be undergoing a revision procedure requiring a poly exchange. (B)(4).

Manufacturer narrative:
Implant remains in situ. Stanmore implants worldwide (siw) was informed of the surgeons' intention to perform a revision/rebushing surgery in (B)(6) 2016. However requests for further information have confirmed that no revision /rebushing event has taken place two months later, with no revision/rebushing surgery scheduled. Therefore this complaint does not meet the definition of a complaint and will be closed. When siw becomes aware of a revision/rebushing event this will be investigated as per requirements.

Event description:
It was reported that the patient will be undergoing a revision procedure requiring a poly exchange. This is a supplemental report to 3004105610-2016-00118 ((B)(4)).